Event description:
On an unknown date a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024 it was reported that the patient complained of localized abdominal pain around the peg-j since it was placed. Patient had an abdominal CT without findings. Some erythema is present, and according to the physician it has improved after the course of unknown oral antibiotics. Patient continues to complain of abdominal pain as of (B)(6) 2024. Endoscopically there were no findings of buried bumper syndrome noted.

Manufacturer narrative:
Reference number (B)(6). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.